Event description:
It has been reported by a dealer that the right front and rear wheels are not moving properly right out of the box. The dealer stated, the rear casters act like the brake is on, but nothing is touching the wheel.